Event description:
During thrombectomy procedure, the subject device retriever was used to remove the proximal face of clot located at the right mca (middle cerebral artery) m1 extending to m2. Prior procedure, the patient neurological assessment showed the tici (thrombolysis in cerebral infarction score) of 0 and national institute of health stroke scale (nihss) of 18 and mrs (modified rankin score) of 1. It was reported that during procedure, sah (subarachnoid hemorrhage) occurred. There were no serious adverse event or neurological deterioration reported due to the sah and no medical management was administered in response to the patient hemorrhage. The procedure was completed successfully, and the patient¿s neurological assessment showed tici of 3 and nihss of 15 after 24 hours procedure. The patient was discharged approximately 5-7 days post procedure with nihss of 15 and mrs of 4. No other information was provided. Update information: received on additional on 19-jan-2021 indicated that the patient¿s current condition is ongoing. The stent and patient¿s anatomy were the cause of the subarachnoid hemorrhage. The patient anatomy was noted to be moderate tortuous .there were no difficulties encountered during the procedure that could have contributed to the hemorrhage and the subject device performed as expected during the procedure.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there are controls in the manufacturing process to ensure the product met specifications upon release and there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The event description indicates 'subarachnoid haemorrhage - small volume of sah' occurred. The reported 'patient intracranial hemorrhage' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The event description indicates 'subarachnoid haemorrhage - small volume of sah' occurred. The reported 'patient intracranial hemorrhage' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event. The subject device is unavailable to manufacturer.

Event description:
During thrombectomy procedure, the subject device retriever was used to remove the proximal face of clot located at the right mca (middle cerebral artery) m1 extending to m2. Prior procedure, the patient neurological assessment showed the tici (thrombolysis in cerebral infarction score) of 0 and national institute of health stroke scale (nihss) of 18 and mrs (modified rankin score) of 1. It was reported that during procedure, sah (subarachnoid hemorrhage) occurred. There were no serious adverse event or neurological deterioration reported due to the sah and no medical management was administered in response to the patient hemorrhage. The procedure was completed successfully, and the patient¿s neurological assessment showed tici of 3 and nihss of 15 after 24 hours procedure. The patient was discharged approximately 5-7 days post procedure with nihss of 15 and mrs of 4. No other information was provided.